Event description:
Information received indicates the brake will not hold when set from the foot end of the bed.

Manufacturer narrative:
The technician found the foot end brake/steer pedal roll pin was broken. The technician replaced the roll pin to repair the bed.